Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed e/a alarm unspecified and blank display. The customer's blood glucose level was 257 mg/dl at the time of incident. The customer reported the alarm and changed battery, but woke up to the insulin pump turned off. The customer states inserting 2 new batteries, but the insulin pump did not work. The customer did troubleshoot the issue and found the display did not return. The insulin pump will be returned for analysis.